Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 1100 mg/dl. The customer was treated for their blood glucose with their insulin pump. The customer was wearing the insulin pump during their hospital stay. The customer stated that they experienced a no delivery alarm. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer realized that the cannula was bent. The customer will change their sets. The customer did not return the product back for analysis.